Manufacturer narrative:
The electrode serial number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ise results for one patient from the cobas pure c 303 analytical unit. Of the data provided, only the results for ise indirect na-k-cl for gen.2 (chloride) assay were a reportable malfunction. The initial result was 120.6 mmol/l. The repeat results were 103.7 mmol/l and 103.6 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. There was no product problem identified.